Manufacturer narrative:
(B)(6). Siemens has initiated an investigation of the reported incident and the process is ongoing. Based on the initial investigation, no device malfunction was identified, and the incident is considered user error because the patient's arms were not fixated during the procedure according the system instructions for use. A supplemental report will be filed when the investigation is completed.

Event description:
It was reported that during a head spiral sequence scan using the somatom force system, the table-top started to move and the patient grasped the table side reflexively with their right hand. The patient's third finger was pinched between the tabletop and frame. The patient's fingernail was torn off and the finger was fractured. The injury was treated by an emergency room physician at the same hospital who debrided and bandaged the patient's finger. The patient's scan did not have to be repeated. The facility provided siemens with a video of the incident and it was noted that the patient's arms were not fixated during the scan. The reported event occurred in (B)(6).

Manufacturer narrative:
H3, h6: siemens investigated the reported event. The investigation revealed there was no device malfunction or other product problem associated with the reported table. The table is within specification. The patient's hands were not fixated during the table movement which resulted in a situation where the patient's fingers could be caught in the gap between the table-top and the stationary portion of the table. The system user manual "instructions for use - force" provides a clear warning and recommendation to fixate the patient before the start of the exam. Warning labels indicating the risk zones in question have been checked and were in place at this patient table. No further action is warranted at this time.